Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported peeling was unable to be confirmed as there was no visible peeling on the guide wire; however, the noted scratches on the wire appear to be consistent with peeling or scratching off the polymer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use or resistance during advancement which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported peeling appears to be related to operational circumstances of the procedure. Based on the reported information, photo provided by the account and returned analysis, it is likely that during retraction manipulation of the guide wire caused the guide wire drag or scratch against the torque device and/or other accessory devices used resulting in the teflon coating to sheer or peel off the core. The noted scratches on the core are likely the result of the reported peeling, scratching and/or dragging of the teflon scratching off based on the photo provided by the account. The noted offset coils likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional hi-torque device referenced is filed under a separate medwatch report number.

Event description:
It was reported during the use of two hi torque balance middleweight hydro guide wires the surface coating was peeling and some was left on the physicians gloves. It is unknown if any coating was left in the patient. No clinically significant delay was reported. No additional information was provided.